Event description:
Event description boston scientific received information that implantable cardioverter defibrillator (ICD), which had been in service for 34.9 months, was returned for unknown reasons. No additional information is available at this time.